Event description:
Customer reported an abo discrepancy on the galileo. On the fwd_abo assay, a donor unit segment typed as ab negative, but the donor is a known a negative donor.

Manufacturer narrative:
The customer noticed that the flatfield was dirty; the mirror and light diffuser were cleaned. Fwd_aborh testing was performed with in-house donor samples of known abo/rh types, using retention anti-b series 3 lot 203252, on the in-house galileo. No abo discrepancies were observed. The galileo operator manual states that forward only abo-rh testing has a higher risk of mistype do to the abscence of the reverse type results. For this reason abo-rh results should always be compared to the patient or donor's history.